Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a rechargeable implantable neurostimulator (ins) placed on (B)(6) 2020. At a follow up appointment on (B)(6) 2020, the patient's battery was completely depleted and could not be interrogated. They indicated that the patient either did not know how to charge or neglected to charge the ins following the implant procedure. The issue occurred in the past and seemed to be resolved at the time of the call. No patient symptoms were reported.